Event description:
It was reported to the aci sales professional that a male patient underwent a right coronary intervention procedure on (B)(6) 2011. Access was obtained at the common femoral artery via a 6f procedural sheath. There was no report of a pre-procedural femoral angiogram to assess suitability of closure. Post procedure, the physician who is a trained user of the mynx, used the device to close the access site. Reportedly, the physician inserted the catheter and then inflated the balloon. Then he retracted the balloon against the arteriotomy for temporary hemostasis, however, the balloon came out of the tissue tract fully inflated. Manual compression was applied at the access site for 10 minutes and hemostasis was successfully achieved. No further information was provided.

Manufacturer narrative:
The device and the procedural sheath were not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the cause could not be determined. The review of the lhr (lot f1121401) indicated that the mynx device met all established performance criteria prior to shipment.